Manufacturer narrative:
One contact lens case containing one lens was received. The parameter of the suspect lens was measured and a visual inspection was performed. The lens met company standards for base curve and center thickness. The lens was torn so the diameter was unmeasurable. No other visual attributes were observed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2015 a patient called our affiliate in argentina to report that three torn acuvue brand oasys contact lenses. The patient (pt) reported that one contact lens ¿tore on the eye after one week of wear.¿ the pt reported that he/she was diagnosed with a corneal ulcer. On (B)(6) 2016 a call was placed to the pt and additional information was obtained as follows: the pt reported that he/she experienced discomfort and redness a couple of hours after inserting an od contact lens that had been used for 2 days. The pt reported that on removal of the lens ¿a piece was missing.¿ the pt reported that he/she went to a hospital and saw the eye care provider (ecp) on call who told the pt that he/he had a small corneal ulcer od. The pt also reported that they were given a prescription for tobramycin 2 drops every 2 hours for 48 hours. The pt reported that he/she returned for a follow-up visit with the ecp. At the follow-up visit the pt reported that the tobramycin drops were changed to every 4 hours for ¿a couple of days, then every 6 hours.¿ the pt also reported that he/she used the drops for approximately 4-5 days and contact lens rest for 1 week. The pt reported that the suspect product was discarded. The pt reported that the event od corneal ulcer occurred in (B)(6) 2016. Additional medical information was requested. No additional medical information has been received. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # b00jq03 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 10jun2016 a follow-up report was sent to the FDA with the product evaluation summary attached. It was incorrectly submitted as fu #1, it should have been documented as fu #2.

Manufacturer narrative:
On the initial submission filed 10may2016 an error was noted in event description. "On (B)(6) 2015 a patient called our affiliate..." The correct date is (B)(6) 2016.